Manufacturer narrative:
Needleless valve (ICU medical neutron, model and lot unknown); therapy date unk the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported visible cracks in the extension set connector (luer lock) attached to a non-carefusion needleless valve. No report of leak. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a luer crack was confirmed. Visual inspection observed that the female luer had a vertical hair line crack. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the extension set. The female luer was inspected under a microscope, to determine if any stress marks were noted. No stress marks were observed during visual inspection. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer. The root cause of the crack on the female luer was not identified.